Event description:
Report received from (B)(6), stating that service was required for the device. During service a damaged neuro tip was noted. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service, the device was found with a damaged neuro tip. If additional information becomes available, a supplemental report will be submitted. (B)(4).